Event description:
This report is being filed after the review of the following journal article: chang, y.j. Et al (2022), clinical and radiologic outcomes of the modified phemister procedure with coracoclavicular ligament augmentation using mersilene tape versus hook plate fixation for acute acromioclavicular joint dislocation, biomedcentral surgery, vol. 22 (370), pages 1-10 (taiwan) the aim of the retrospective study was to compare the clinical and radiological outcomes of the modified phemister procedure with cc ligament augmentation using mersilene tape to those of hook plate fixation for acute ac joint dislocation. Between january 2010 to december 2016, a total of 153 patients who sustained acute ac joint dislocation and underwent surgical intervention were included in this study, 18 patients (8 female and 10 male) in the pm group, and 17 patients (4 female and 13 male) in the hk group with a mean age of 43.54 years at the time of surgery. Hk group were treated with hook plate fixation (depuy synthes 3.5-mm clavicle hook plate or aplus® distal clavicle hook locking plate system). After the implant had been inserted, the wound was closed layer by layer, including repair of the torn delto-trapezial fascia in both groups. The implanted hook plates were scheduled to be removed 4 to 6 months after the index surgery. The following complications were reported as follows: n= 4 patients sustained acromial osteolysis. N= 2 patients developed distal clavicle osteolysis. A 62-year-old male patient presented with left shoulder acromion osteolysis after hook plate fixation. Acromion osteolysis noted at postoperative 1-year follow up. A 49-year-old female presented with right shoulder distal clavicle osteolysis after hook plate fixation. Distal clavicle osteolysis noted at postoperative 1-year follow-up. There is insufficient information within the text of this article to identify which device(s), depuy synthes or non depuy synthes, are associated with the reported adverse events/complications. The complaint will be updated with any additional information received from performing follow-up activity with the corresponding author. This report is for an unk - construct: clavicle hook plate/screws. A copy of the literature article is being submitted with this medwatch. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown construct: clavicle hook plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.